Manufacturer narrative:
Tech support troubleshot with operator who was not able to move the table down during a pt procedure. Tech support found the message displayed on the unit said 'monitor sensor alert, press override' and had operator check monitor sensor by actuating the safety bar and re-trying. Operator reported the alert was now removed and the table will now move as desired.

Event description:
On (B)(6): customer reports via phone to product monitoring that table would not move in the up or down direction during a cysto retrograde and stent placement procedure on a female pt, age of pt unk. Customer stated that they had to jiggle the stationery handle, however, table would not move. Procedure was completed without incident. No injury to the pt was reported.